Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, when attempting to pressurize, the indeflator will not hold pressure. It was noted that there was contrast leaking from the stopcock. The stopcock was exchanged for a new one and there was no leak noted and the procedure was successfully completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.